Event description:
Caller reported a malfunction on the pump, which showed malfunction code malf 0. There was no adverse impact to the customer's blood glucose level. Cts provided pump reset information and assisted the caller with resetting the pump, after which the malfunction did not recur. Customer was advised to continue using the pump and to call back if any issues reappeared.